Event description:
It was reported that during the implant attempt, the helix would not retract and could not be removed so it remains implanted but not in use. A replacement lead helix took too many turns and would not extend; however, the lead appears to be stable and was sensing and pacing properly. The replacement lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.